Manufacturer narrative:
The service evaluation identified a no image defect that was attributed to defective cable unit. Additionally, the image is misaligned due to deformation to the coupler. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Event description:
Olympus (osh) was informed that the customer camera head was returned to olympus repair department for a reported ¿poor contact¿. The problem was found during reprocessing. The next procedure was completed using a similar device. No death or injury was reported. Upon inspecting and testing, a no image defect was identified due to a defective cable unit. This report is being submitted to capture the no image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.